Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and it was confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to report back if the issue reappeared.